Event description:
Device malfunction: difficult to remove, clip mislocation. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the femoral artery after a diagnostic procedure. Reportedly, after deployment of the clip, the device became stuck in the wound tract and could not be removed. The device was removed by using both counter-tension and a forceful pull. After removal, it was noticed that hemostasis was not achieved and the clip was caught on the distal end of the exchange sheath. Additionally, the vessel locator wings (vlw) did not collapse. Hemostasis was achieved using manual compression. There was no adverse pt effect. Though requested, no additional info was available.

Manufacturer narrative:
Evaluation summary: the device was returned fully clip deployed. The external and internal components were in the correct post deployment positions except for the cylindrical body which was not fully recessed in the distal end of the tube set. The device was opened and the vessel locator wings were observed to be slightly bent. Bent locator wings are known to create a difficult removal condition. No mfg issue was detected. The root cause of the bent wings could not be determined. A review of the device history record for this lot did not produce any findings relevant to this investigation.